Event description:
Additional information received from the consumer reported that they were in the hospital for 8 days and had a surgery for the csf leak. The stimulator was now working properly and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulator and they thought the issue began on friday (B)(6). Patient mentioned they started with a 'spinal' headache. Patient had an unrelated surgery. Patient states their stimulation just wasn't acting the same and was overactive. Stimulation was sent down their leg so patient turned the stimulation off and now they couldn't detect the implant. During the call patient reset the controller. Patient got no device found then got 50/82-87/95 on passive recharge. Agent placed patient on hold and when agent got back patient got excellent. Controller was at 100% and the implant was at 40%. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to adjust their stimulation (groups/programs) and to contact their healthcare provider if the issue persisted.